Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis had black screen. Station was not operating, user restarted it and tried a different plug in the wall, but the system would not come back up. Smart remote manager was beeping. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck with black screen. A field service engineer (fse) observed that the half height drawer was bringing the station down on the auxiliary, and the drawer also had broken rails. Once the station was restored, the customer was able to inventory and access the drawer without issues. No replacement parts were needed after the station came back up. The customer opened and closed the drawers successfully. The fse then worked with customer and found that the drawer controller board on auxiliary 2.2 was not on. The drawer controller board was replaced, a hard application test (hta) was performed, and the test passed to complete the service. The system functioned as intended after the field service engineer repaired the device.